Event description:
Infusion set tubing pulling apart. Patient indicated that he experienced elevated blood glucose (300-350 mg/dl). Patient did not report receiving medical treatment to address the elevated blood glucose.